Event description:
This is report 2 of 3 for this patient and event. It was reported that there was a five millimeter gap between the patient connector of a uv-flash transfer set and the titanium adapter when the transfer set was changed for a second time. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing was performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter identification measurements were below nominal. Sample was confirmed for the reported problem. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13b06040 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.